Event description:
Complainant alleged that while analyzing the heart rhythm of an (B)(6), female patient, the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.